Event description:
Per the info provided to co by the physician's office, the device was removed as it was "not functioning as intended." As reported to co, the reservoir was left in place, however the rest of the device was removed. A new device, including a new reservoir, was implanted. The new device was the same model device, produced by the same MFR.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 11/9/90 and revised on 7/21/97 because it was "not functioning as intended." A pump and two cylinders were returned for eval. The pump was covered with a thick capsule on receipt. This capsule was softened in water and removed prior to examination and testing. The info rec'd indicated that the reservoir was left in place. The physician stated that there had been "fluid loss" from the device and that the device was "not rigid." He additionally stated that no site of leakage could be seen and that the device was covered with "very much scar." The device components were rec'd detached. Examination of the surfaces of the distal tube ends revealed markings indicating contact with sharp instrumentation across the entire cross sectional surface. Testing of the returned components revealed one site of leakage. The leakage site is located posteriorly in the serialized outlet's exiting tubing. Examination of the leakage site revealed a hole in the tubing. The material surrounding the hole is missing and the surfaces display markings characteristic of contact with sharp instrumentation, ie scalpel. No other functional abnormalities were noted. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage at the distal tube ends and in the serialized outlet's exiting tubing, occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed damage at any one of the noted sites, would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Because no info regarding what factor(s) may have contributed to the "loss of fluid" was provided, and because no functional abnormalities, other than the aforementioned leakage site, were noted, qa is precluded from determining the cause of the reported event. Because the reservoir and connector were not returned, qa is also precluded from commenting on their condition and from determining if these components may have contributed to the reported event.